Manufacturer narrative:
(B)(4). The reported patient effect of unchanged tricuspid regurgitation was a result of case specific circumstances due to the clip becoming caught and deployed on the chords; as such, there was no change in the tricuspid regurgitation.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the challenging leaflet anatomy likely contributed to the reported clip becoming caught in the chordae. The reported patient effect of foreign body left in the patient appears to be related to procedural conditions and a result of the clip becoming caught in the chordae. The patient effect of failure to retrieve mitraclip system components, as listed in the as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the mitraclip instructions for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip became caught on the tricuspid valve chordae/subvalvular structure and could not be removed. The clip was deployed in the structure, an unintended site. It was reported that this was a procedure using the mitraclip device to treat tricuspid regurgitation (tr). There was restriction of all tricuspid leaflets. The clip delivery system (cds) was advanced to the tricuspid valve; however, the clip became caught on the chordae or subvalvular structure of the anterior leaflet. The clip could not be removed so the decision was made to deploy the clip in the subvalvular structure. No further attempt was made to treat the valve. The tr was graded as high before and after the procedure. A surgical option was discussed but there is no final decision. The patient was confirmed to be stable. No additional information was provided.